Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables. In addition, the battery gauge dropped from 80% to 5% while connected to a power source. The battery then fully depleted and the pump shut off due to insufficient power. After the pump was turned back on, the battery gauge displayed 100%. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.